Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: amit jha, amit srivastava, rajesh arora, aditya n, aggarwal, anil k. Jain. Early outcome of intracapsular fracture neck of femur managed with femoral neck system versus cannulated cancellous screws: a prospective comparative study. Https://doi.org/10.1007/s43465-025-01570-8. Objective/methods/study data : this prospective comparative study swasconducted to compare the functional and radiological outcomes of dicnf managed with fns and ccs in adults. Between 18 and 60 years of age with dicnf managed with fns or ccs. A total of 34 patients were included in the study. Divided into 2 subgroups; ccs subgroup (n=14) with 4 female and 13 male while fns (n=14 and treated with femoral neck system. 3 female and 14 male. These patient treated with cannulated cancellous screw respectively. At 12 months of follow-up. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes femoral neck system (fns). Adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 2). One case showed radiological features of avascular necrosis. Both patients had mild groin pain; however, the patients refused for further management, but the fracture had united. One case had non-union; intervention: post-fns fixation, implant removal and thr were done .